Event description:
It was reported that the 9600+ sys has a possible image quality issue and the customer is requesting a review. There was no report of opt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.